Event description:
It was reported that after a patient had a mitral valve replacement and coronary bypass surgery, they were transferred to the ICU and the temperature readings from the swan-ganz catheter were either high or they did not register. As a result, cardiac output measurements were not available. The patient was described as very sick, requiring dialysis, and they had received blood transfusions. The patient's temperature was also being monitored with a foley catheter and later with rectal monitoring. No difficulties with temperature reading was reported as occurring in the operating room. No patient complications were reported.

Manufacturer narrative:
Several attempts were made to obtain the sample for evaluation; however, product was not returned. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. Lot number was not provided, therefore, review of the manufacturing records could not be completed.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5 cc limited volume syringe and contamination shield. The proximal end of the contamination shield was approximately 100 cm from the tip. Examination revealed that the thermistor read 37.1 c when submerged in a 37.0 c water bath. Thermistor temperature reading accuracy is +/- .3 c, per the vigilance manual. There were no open or intermittent conditions. The thermistor circuit was continuous. Thermistor connector was opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage observed. All through lumens were patent without any leakage or occlusion. Upon removal of the contamination shield, a slight indentation was observed approximately 100 cm from the tip. There was no visible damage observed on the returned monoject 1.5 cc limited volume syringe. The report of thermistor issue was not confirmed, the catheter measured temperature accurately during testing. Although the root cause was not conclusively determined during analysis, it appears that other factors may have contributed to the event. No actions will be taken at this time.